Manufacturer narrative:
Concomitant devices: product ID: 1202025, exp. 2019-07-28. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, and infection. Post-operative patient treatment included additional surgery, wound vac, and mesh removal.